Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found no anomaly. Analysis of the catheter (lot# 209279713) found a non-significant anomaly; there was a tear in the seal near the guide ring.

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving baclofen 2000 mcg/ml at 11.8 mcg/day via an implantable pump for an unknown indication. On (B)(6) 2015, a report was received indicating an infection occurred and the hcp decided to remove both the catheter and pump. The source of the infection was unknown and the location of the infection was the pump pocket. It was reported there was no intervention or actions taken, but a system explant was reported. The event was considered resolved at the time of report.